Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, 20/ca ultra nonstick 10ft was being used on (B)(6) 2022 during a plastics procedure and ¿a piece broke off fell inside patient, but was recovered with no issues¿. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. The patient status is stable. The procedure was completed with an alternate standard pencil. There was no delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, 20/ca ultra nonstick 10ft was being used on 22feb22 during a plastics procedure and ¿a piece broke off fell inside patient, but was recovered with no issues¿. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. The patient status is stable. The procedure was completed with an alternate standard pencil. There was no delay to the procedure. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿piece broke off and fell into the surgical site but was recovered¿ is confirmed. Received one plpul2020 in unoriginal package. Lot number was not verified. Performed a visual inspection, the electrical pencil was confirmed broken where the electrode should be present; however, all pieces were not returned. A device history review was requested from the vendor; however, a response has not been received to date. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 36 reports, regarding 45 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if it is necessary to remove the blade, unplug the pencil, ensure that cam is in the lock position, use a surgical clamp and pull blade forward, replace with blade of choice, and confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. This issue will continue to be monitored through the complaint system to assure patient safety this issue will continue to be monitored through the complaint system to assure patient safety.